Event description:
Reportable based on the device analysis completed on (B)(4) 2015. It was reported that a catheter lost image occurred. During percutaneous coronary intervention (pci) procedure, an opticross¿ imaging catheter was selected to view an unspecified target lesion. However, it was noted that image was lost during use. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, returned device analysis revealed an open hole at the sheath lap joint section of the device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was returned for evaluation. Device analysis revealed that an open hole at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The imaging window was still connected to the blue sheath tubing at the lap joint. The telescope assembly was not able to properly pull back, advance, or retract. The telescope cannot advance the transducer distal housing (tdh) to the most distal position. No image appeared in the system due to electrical open at proximal. No imaging core windup was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).